Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient had trouble in breathing during the night and blood glucose level was going high. Therefore, on (B)(6) 2022, at 04:00 pm, the patient changed the infusion set, but the blood glucose level was running between 200-270 mg/dl and this issue occurred due to a crimped cannula. The next day ((B)(6) 2022), the patient was admitted to the hospital due to diabetic ketoacidosis with blood glucose level of 470 mg/dl and serum glucose level of 270 mg/dl. Moreover, the infusion had been used for the first day and the site location was patient's abdomen. The patient was tested for ketone level. During hospitalization, the patient received insulin drip intravenously. On (B)(6) 2022, the patient was released from the hospital. Currently. The patient's blood glucose level was 147 mg/dl. No further information available.